Event description:
It was reported that the patient with this pacemaker device experienced an edema and a large hematoma in the thorax, abdomen and left armpit area. Evidence suggests that the device was a contributory factor. At this time, no further information is available. No additional adverse patient effects were reported. The device remains in service. Additional information was received indicating that the hematoma and edema were related to the pacemaker implant procedure. No fever or any further adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker device experienced an edema and a large hematoma in the thorax, abdomen and left armpit area. Evidence suggests that the device was a contributory factor. At this time, no further information is available. No additional adverse patient effects were reported. The device remains in service.